Event description:
Patient has a foot print 1.9 french PICC line that broke close to the valve where medications and IV fluid tubing are attached. Patient did not experience any harm. The PICC line itself was successfully removed without incident.